Manufacturer narrative:
Investigation determined that there was a communication issue between the system and the batteries when the system was disconnected from the primary power source (ac power). Spectrum medical has improved upon this issue in a future software update.

Event description:
User reported that the while the system was supporting a patient, the system was unplugged to move the patient and the pump did not continue. The user had to hand-crank. The unit was turned back on with the power button and continued to operate as expected after. There was no patient harm; however, this type of event is considered reportable.